Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they have been trouble shooting for the last 2 hours. The arctic sun device alerting 02 (low flow). Patient has been on therapy for 2 days with no issues. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28c, water flow rate (wfr) was 0.2-0.3 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 23.9c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1975 and pump hours were 800.2. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation.

Event description:
It was reported that the nurse stated that they have been trouble shooting for the last 2 hours. The arctic sun device alerting 02 (low flow). Patient has been on therapy for 2 days with no issues. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28c, water flow rate (wfr) was 0.2-0.3 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 23.9c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 6c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1975 and pump hours were 800.2. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.